Event description:
The following information was provided by the initial reporter: advanced pharmacist from (B)(6) hospital called baxter compounding services on 4 jun 2026 to report 1 carmustine bag with a cracked optima adaptor (code 515078, batch 2504506). Customer reported the connector looks to have cracked in transit and the product has leaked throughout the inner bag. Visually there was no damage to the outer container or any other areas notable. Customer requested an urgent replacement and a credit is also required. This was identified at the hospital on 4 jun 2026 prior to use. The actual sample was contaminated with cytotoxic solution and discarded by the customer; however, a photograph has been provided for investigation. Baxter compounding services product: carmustine (bicnu) 660mg in glucose 5% viaflo bag. Additional information: customer forwarded additional information on 5 jun 2026, reporting: the bag leaked within the inner sealed pouch; no leakage was noted in the outer ¿black¿ bag. Customer noticed that it felt unusual upon first contact, so donned ppe and opened the outer bag (as it felt like there was no leakage there) to confirm. There was no skin contact. As the container was opened within a controlled, dedicated space, there was no injury suffered. Once it was noted and a photo taken, customer resealed the outer bag and then discarded the damaged product." 12-jun-2026 - received an email response from complainant for information. Answers added in follow up tab. (B)(6). The compounding site has provided the following information, in response to your query: bag is transported via woolpack box liner packing configuration via third party logistics company. This particular product was a single item in a small box with 4 ice bricks. Product would have been overpouched as in attached pictures, with the attachment not folded over.

Manufacturer narrative:
Device evaluation: three photo samples were to our quality team for investigation. Through visual inspection, the spike of the adapter is observed broken off and remains in the stopper of the IV bag, verifying the reported incident. There is no other visible defect that can be identified to indicate why the breakage occurred. A device history review was performed for the reported lot, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to this observation. Retained samples of the same lot were used for additional evaluation. The product was thoroughly evaluated, no defects or deformations were observed within any of the samples that could indicate a cause for breakage. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including attachment and detachment testing as well as separation force. All results were reviewed for the reported lot and results were found to be acceptable, no issues related to the reported incident were identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.